Manufacturer narrative:
(B)(4). On which firing(s) did this event occur? The 1st firing. Was the tissue retaining pin set properly in the anvil hole? Yes. Did the tissue fit evenly in the device? Yes. Was the device fired across an existing staple line? No. What was the appearance of the unformed staples? There were staples on the specimen side only note on the other end after firing. The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an anterior resection procedure on the 1st firing, found that the distal end of the specimen did not have any staple formation. The tissue retaining pin was fully seat and the tissue evenly distributed. Surgeon proceeded to manual suturing. Completed the case without complications to the patient. Procedure was prolonged by 60 minutes. Extended time had no adverse impact on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.